Event description:
It was reported that a spectrum infusion pump alarmed system error 322 (link switch error (low)) during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'system error 322' was reproduced. A review of the event history log (ehl) revealed occurrences of 'system error 322' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty lower link switch. The lower auxiliary will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.